Event description:
The user facility reported a patient of unknown age and gender was on impella support when the automated impella controller (aic) had a controller error (yellow alarm). The console removed and sent back for investigation. There was no patient harm reported. No additional information was provided.

Manufacturer narrative:
The aic device has been returned for evaluation but has not yet been evaluated. The investigation is in process. A supplemental report will be submitted upon completion of the investigation. Failure modes will be monitored and trended.

Manufacturer narrative:
The investigation for the console (aic) yellow alarm has been completed. The console was returned for evaluation. Upon inspection, the console had an abnormally high current draw by the pmd, preventing adequate voltage delivery from the pbm to the pmd, triggering a controller error. The compact flash cards in the 4-in-1 were also determined to be defective/corrupted. The data logs were reviewed which confirmed the yellow alarm. A controller error had been triggered due to the voltage delivered to the pmd from the pbm being out-of-spec while running a demo pump. There was also an impella stopped alarm due to a mismatch in the phase currents delivered to the impella. The right data logs show increased motor current at the time of the controller error (pmd voltage out-of-spec). The root cause of the reported complaint was determined to most likely have been a defective demo impella, however this was not confirmed given the demo pump was not returned.